Event description:
Reported blood glucose results of 8.6 and 12.0 mg/dl with a lifescan meter, performed within 10 minutes of each other. Pt was taken to the hosp due to a low result on meter of 2.3 mmol/l. Pt interpreted the result as 23 mg/dl. Pt drank orange juice and family took pt to the hosp. Pt does not know what the result was at the hosp, but stated that pt was treated for low blood glucose with food and beverage.